Manufacturer narrative:
E1: patient city: (B)(4). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on 13-jun-2025. The insertion site was abdomen. The infusion set was in use for three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.